Manufacturer narrative:
Correction: initial reporter address.

Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a "bulging area of fluid" was noted in the tubing when the set was removed to troubleshoot an occlusion alarm. No patient harm reported.